Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.